Manufacturer narrative:
(B)(4). Batch # n5541h. The analysis found that one plee60a device was returned in good visual condition and with two gst60t cartridges reloads present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # ni. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information: the sales rep noted, ¿I asked him if there was tissue at the end of the stapler & he said no, but he thought the staples should have formed b shape. I asked if it was possible if the tissue was thick enough that the staples were not able to reach the anvil pockets. He agreed, but was puzzled why some were lodged in the side of the cartridge.¿

Event description:
It was reported that during a sleeve gastrectomy procedure, the surgeon stated that the staples did not form at the distal end of the stapler and some were hanging off the cartridge; this had no effect on the procedure or case. There were no patient consequences reported.